Event description:
A customer in (B)(6) reported several xenium dialyzers with leaks. Per the information provided no patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. This product is manufactured for distribution outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.